Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. The catalog number and lot code for the involved devices was requested but not provided. No further info was made available at this time. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that "pt called to report that her knee is stiff and hears a "crack" noise, it is sore and feels tight."